Event description:
During a call to technical support, it was alleged an external dialyzer leak occurred during a pediatric hemodialysis treatment. Estimated blood loss was "very minimal, approximately 10 ml". The patient did not required medical intervention. The sample is available for investigation but has not yet been returned to the manufacturer.

Manufacturer narrative:
It is unknown what caused the alleged leak of the dialyzer during hemodialysis treatment. The plant investigation is pending while the facility returns the sample for investigation. A supplemental medwatch will be submitted upon completion of the manufacturer investigation.